Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with intermittent button response due to moisture damage keypad traces. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump no longer functions. The buttons are not responding. Nothing further reported.